Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, no information was received indicating the death was related to an issue with the device.

Event description:
On (B)(6) 2018, abbott received a phone call from the son of a patient that was implanted with a 19 mm trifecta valve on (B)(6) 2018. Per report, the patient died during the surgery due to unknown reasons. Attempts to obtain further information regarding this event have been made but no additional information has been made available.